Manufacturer narrative:
The referenced report of history of driveline infection is covered under medwatch MFR report #2916596-2017-02074. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 5 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2017, with complaints of pain and green drainage at driveline site. It was observed that the patient was putting on the driveline exit site dressing with packing tape. The patient was admitted to the hospital from the clinic due to an active driveline infection. A chest x-ray was negative, but a CT scan showed small amount of fluid and mild fat standing. Blood and wound cultures were taken; however, the results were not provided. Additional information has been requested, but not provided.

Manufacturer narrative:
The reported event was inconclusive - no product was returned for evaluation and no photos of the patient's taped driveline were submitted. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2018 that cultures were collected and (B)(6) was found, patient was treated with IV antibiotics and discharged home on (B)(6) 2017. The patient's current condition was reported as being home after 3 subsequent ed visits for PICC line falling out, pain at PICC line and pain and itching at PICC line.